Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The customer alleged that an unspecified pump issue was the cause, however this could not be confirmed. Blood glucose value not provided. Although requested by tandem technical support, the customer declined troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.